Event description:
It was reported by service report that the foot section of the stretcher would not latch into place. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: insert guide.